Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "sterile only when included as a component in a sterile kit. This package does not maintain sterility; use once catheter kit package is opened. Discard if package is opened or damaged. 1. Peel off backing. 2. Adhere to nose. 3. Wrap around tube. 4. Change every 3-5 days." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the statlock nasogastric peeled off despite using skin protectant.